Event description:
It was reported by the customer that pyxis medstation es system experienced hardware failure and issues with multiple pockets. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was concluded that no issues were identified with the station. A field service engineer inspected the pyxisbus cable connection and identified a potential loose cable connection. The system functioned as intended after the field service engineer troubleshooted the device.